Manufacturer narrative:
This device remains implanted; therefore, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that signal artifact monitoring (sam) episodes were stored due to high atrial driven rates. This resulted in the minute ventilation (mv) feature being programmed off automatically. It was also reported that there was concern that this pacemaker was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the device was depleting normally. However, boston scientific technical services (ts) noted high rate atrial sensing can cause an increase in power consumption. Ts also provided programming options to address the sam episodes. No adverse patient effects reported. This pacemaker remains in service.